Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There was no damage noted to the guide wire during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the guide wire interacted with the patient¿s anatomy and/or an accessory device resulting in the reported twisted / bent guide wire. The damage to the guide wire possibly contributed to the reported inconsistent wire opacity on fluoroscopy; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B5: description of event. H6: medical device problem code 1562 - removed.

Event description:
Subsequent to the previously filed report, the following information was received: it was reported that during a cardiomems implant procedure in the left lower pulmonary artery, the vessel was re-wired 2 to 3 times; however, during the last rewire, it appeared that the ht steelcore 18 guide wire (gw) was noted to have inconsistent wire opacity on fluoroscopy (more opaque proximal and distal parts of the wire tip, with less opaque middle section). The wire was noticeably mangled after removal from the patient therefore it was run though a 7fr non-abbott catheter for placement. There was no adverse patient effect and no clinically significant delay in the procedure. The wire was mangled, but not separated. No additional information was provided.

Event description:
It was reported that during a cardiomems implant procedure, the vessel was re-wired 2 to 3 times; however, during the last rewire, it appeared that the coating on the tip of an unspecified ht steelcore 18 guide wire (gw) separated. No part of the coating was left in the patient and the cause of the separation issue is unknown. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. Factors that may contribute to material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. There was no damage noted to the guide wire during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. The investigation was unable to determine a conclusive cause for the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.